Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received yet; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that before a procedure, while the device was being removed from the package, a gap was noticed beteen the nose cone and stent. Reportedly, when the device was being loaded on the guide wire, the stent pre-maturely deployed. A new device was used to successfully complete the procedure. There was no patient involvement. No additional information is available.